Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had their ipg explanted and replaced due to impedance issues. During the procedure the lead was discovered to be fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.